Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon made cuts with angled attachment and his anterior chamfer with the straight attachment. On his anterior cut, the saw stopped working when he pulled the trigger. We replaced the mics, and redid rio registration, went back into bone prep and the straight attachment didn't work (the angled did after going back to our distal cut screen and pulling the trigger.) So we swapped out the straight attachment, checked our checkpoints and it worked. We made our anterior, posterior and tibial cuts. On all the cuts, none of the green was removed on the screen but bone was taken away we check the cuts with the green probe and the anterior cut and the tibial cut were both 1-1.3mm proud, but, once again, bone was removed. No surgical delay. Case type / application: tka.

Manufacturer narrative:
Reported event. An event regarding inaccurate values/visuals involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: a request for a field service engineer inspection was not made and the robot was not inspected as no service max case & work order exists. Clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: (B)(6) shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed as there has been no onsite inspection by a field service engineer. If a field service inspection is requested, further investigation will be completed on this issue. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Surgeon made cuts with angled attachment and his anterior chamfer with the straight attachment. On his anterior cut, the saw stopped working when he pulled the trigger. We replaced the mics, and redid rio registration, went back into bone prep and the straight attachment didn't work (the angled did after going back to our distal cut screen and pulling the trigger.) So we swapped out the straight attachment, checked our checkpoints and it worked. We made our anterior, posterior and tibial cuts. On all the cuts, none of the green was removed on the screen but bone was taken away we check the cuts with the green probe and the anterior cut and the tibial cut were both 1-1.3mm proud, but, once again, bone was removed. No surgical delay. Case type / application: tka.